Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio opened the device to ensure that all connections were secure. No discrepancies were observed. As a precaution, physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present and that following the completion of a user test that it would not power off. Instead, it would continually reboot by itself until it was unplugged from ac power and had the internal battery removed. There was no patient use associated with the reported event.